Manufacturer narrative:
(B)(4). The contact¿s phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the battery housing and the contact points were damaged. It was further determined that the device failed pretest for check the contacts. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 7 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that four battery devices malfunctioned while in use with the battery oscillator device and two battery casing devices. It was reported that the battery devices were put on the charger device and the charger device marked the battery devices as broken. It was reported that the event occurred during use on a patient. It was not reported if there were any delays to the surgical procedure. A spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. There was no adverse event reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.